Event description:
It was reported that a patient had a surgical revision to remove inflatable penile prosthesis (ipp) due to severe edema that resulted from pump perforation through the penoscrotal incision. The surgeon was able to explant the ipp pump and cylinders but could not locate the reservoir so it was left implanted. No patient complications reported.

Event description:
It was reported that the patient experienced perforation of the inflatable penile prosthesis (ipp) pump through penoscrotal incision due to severe edema. The ipp pump and cylinders were explanted but the reservoir could not be located so it was left implanted.